Event description:
This device was explanted on (B)(6) 2011 due to endocarditis. The physician was dr. (B)(6) at (B)(6) hospital and medical centers in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)